Manufacturer narrative:
This report is submitted on october 27, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to middle ear infection. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 08, 2022.